Manufacturer narrative:
A product investigation was performed for the subject device (inserter for ti elastic nails, part number 359.219, lot number 7979727). The subject device was returned to the manufacturer with the complaint condition likely caused by over four years of consistent use including repeated hammer strikes; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. The device was returned and reported to have broken during surgery. This condition is confirmed; the larger portion of the proximal t-handle has broken along the central threaded hole and fallen out of the remainder of the device. It is likely that over four years of consistent use including repeated hammer strikes has led to this complaint condition. The device was manufactured in 7/2012 and is over four years old. The balance of the returned device is in fairly battered condition with numerous markings from hammer strikes. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. It is likely that over four years of consistent use including repeated hammer strikes has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part # 359.219, lot # 7979727. Manufacturing location: (B)(4), manufacturing date: jul 16, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, surgeon was performing a repair of a broken radius and ulna. While the surgeon was hitting the nail with a hammer to back it out, a piece of the inserter for elastic nails broke off. No fragments were generated. The surgeon was able to get the nail out using a different t-handle. The surgery was completed successfully with no harm to the patient and no delay in surgery. Concomitant devices reported: hammer (part# unknown; lot# unknown; quantity 1). Nail (part# unknown; lot# unknown; quantity 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).